Event description:
The pt fell on the ice and landed on the implantable neurostimulator (ins). By two hours later, the area around the ins was red and swollen. One side of the ins was protruding more than usual. The pt felt no stimulation. The pt was unable to establish communication with the ins using the pt programmer. There was also no communication with a physician programmer. The pt stated she tried the recharger as well with no success. The codes were reviewed on the pt programmer and for the last 6 attempts the code indicated poor telemetry. Physician mode recharges were attempted, but did not fix the problem; there was still no response from the ins. The pt was scheduled for a revision. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.